Event description:
It was reported that when using the bd pyxis¿ es server, the stations were not communicating and were in critical override mode. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating and were in critical override mode. A technical support specialist (tss) connected to the server and ran a site down query, which showed a large number of messages queued. The tss verified that the external messaging service was running and restarted the service, but the message queue continued to increase. The tss then restarted the interface services on the clinical communication engine and observed that messages were still accumulating. The tss ran a received messages review, confirming that the server had continued receiving messages while processing had stopped at a specific point in time. The tss reviewed messaging records and system logs, which indicated that messages were no longer entering the preprocessing stage, although no system errors were identified. The tss consulted internal resources and confirmed that known configuration fixes had already been applied. The tss monitored the system for an extended period until the message queue gradually cleared. The system functioned as intended after technical support specialist troubleshot the device.